Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Analysis was unable to perform functional test and unable to confirm critical pump error alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case on battery tube, cracked case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident is unknown. The stated that they went swimming with the insulin pump and could see water coming out of the buttons when pressing them. Troubleshooting was performed. The display returned and the insulin pump alarmed critical pump error. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.